Manufacturer narrative:
Pump passed the displacement test. Unint received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Pump passed self test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. The insulin pump's buttons were not responding. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.